Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported channel damage. The biopsy channel of the device was inspected using a borescope and found no abnormalities. There were no damages noted on the biopsy channel inner tube. In addition, an olympus brush (model bw-20t) was inserted inside the biopsy channel and control body. The brush passed smoothly without restrictions. The exact cause of the reported event could not be conclusively determined. There was no visual evidence of channel damage. The device was repaired and returned to the user facility.

Event description:
Olympus was informed that during an unspecified procedure, a piece of the channel broke off inside the patient. The device fragment was retrieved from the patient. There was no patient injury reported. Olympus made multiple attempts to follow up with the user facility via telephone and in writing, but no additional information was obtained.